Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion with a large volume infusor. It was specified that only 10ml was infused during 46 hours, the actual fill volume was 230ml: 62ml of 5fu and 168ml of saline were used for fill. There was no patient injury or medical intervention associated with this event. No additional information is available.